Event description:
Hcp reported pt presented 2003 with a decrease in pain relief and narcotic withdrawal symptoms. A dye study of the pump indicated the distal end of the catheter slipped into the epidural space. The distal end of the catheter was replaced 07/2003. The state of the pt is reported as "all ok".